Manufacturer narrative:
A visual inspection of the returned product shows the lens is inside the cartridge. No visible damage to the cartridge. There is a clear surgical residue on the cartridge. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated that the single piece collamer lens model cc4204bf wouldn't come out during advancing in the cartridge prior to insertion. No patient contact.